Manufacturer narrative:
The patient was explanted but the device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection after falling and hitting the ipg pocket on a rock. The patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.